Event description:
During a prostatectomy and electrode loop fractured and fell into the patients bladder. The electrode was retrieved. The patients vital signs remained stable and there was no major bleeding. After electrode retrieval the operation resumed. The procedure was completed using a back up device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of the complaint is categorized as; cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.